Event description:
The pt phoned to advise they had been revised to replace a worn hylamer liner and resulting loosening of the femoral head. Pt developed a cyst in the acetabular area; due to a foreign body response.